Event description:
It was reported that the physician attempted to implant both of the left ventricular (lv) leads without success. Physician was unable to engage the leads in the vessel. Both leads were returned. There is no record that any lv lead was successfully implanted in the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported that the physician attempted to implant both of the left ventricular (lv) leads without success. Both leads were returned. There is no record that any lv lead was successfully implanted in the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, all conductors distorted, all conductors blood/body fluid (not obstructed), damaged at implant. Full lead was returned and analyzed. (B)(4) no anomalies found, all conductors distorted, all conductors blood/body fluid (not obstructed), distal conductor blood/body fluid (not obstructed), damaged at implant. Full lead was returned and analyzed.